Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of patient imagery provided, calcification was observed in the landing zone. In this case, balloon burst was confirmed empirically. Available information suggests patient factors (calcification) contributed to the event as calcification was observed in the patient's anatomy and the reported perceived root cause of event was ''super heavy calcification of the stj, discussed prior for risk of rupture.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the 23mm commander delivery system balloon burst during the end of inflation. The valve was able to be successfully deployed. There were no instruments used to remove the balloon cover, no bav and no extra volume added to the balloon prior to inflation. There was blood observed in the syringe. Valve alignment was performed in a straight section of anatomy. There were no withdrawal issues. Upon removal it was noted the balloon was split in the proximal portion 1/3. There was no patient injury. The patient had super heavy calcification of the stj, discussed prior for risk of rupture.